Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0875) inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 314750 (31.475 u) units of normal bolus was delivered on (B)(6) 2024. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, lcd assembly and force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, treated with glucose/carb intake, shaking/tremors, and possible over-delivery anomaly. The customer reported a blood glucose value of 64 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-441a, mmt-342, mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Customer believes the pump was over-delivering. The customer was able to upload it to carelink. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. Mmt-441a was requested and the customer response was the device would be returned. Mmt-342 was requested and the customer response was the device will be returned. No product return was required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.